Manufacturer narrative:
Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 02-feb-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient received the ins in 2012 with good effect; however, with exercises on a ball at physiotherapy the lead had shifted. After a revision, therapy they were able to reach the same pain area with stimulation 100%. There was good pain relief initially, but not the same good pain relief after a month. Turning the system off gives an increase in pain. Stimulating high dose or low frequency made no difference. The hcp thought they had tried all possible options. A meeting with the rep was noted in the beginning of (B)(6) of 2019. The rep noted that the ins was now more than seven years old and asked if the ins was reaching its end and also if there was any explanation in the device data file that was provided. Review of the device data file showed no anomalies. Charging was going very well and there was good coupling. There was no power on reset (por), no over discharge, and no loss of therapy. Additional information was received from the rep. It was reported that the lead migration occurred on (B)(6) 2018 and the revision occurred on (B)(6) 2018. The lot number and implant date of t he lead were provided. Different types of stimulations/frequencies were tried to resolve the issue. The cause of the worse pain relief was still unknown. It was noted that when stimulation was turned off, pain increased. It was noted that this information was confirmed with the physician/account.